Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided.

Event description:
It was reported implant cracked during placement, tooth 9. Procedure was completed using another implant or another device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx37b11, (tsx implant, 3.7mmd, 8mml) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use. Some bone residue observed on its external threads. Some blemishes and damage were identified caused possibly during removal. Reported crack/small fracture was not identified. DHR review was completed for the subject lot number 2120022263. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120022263 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 12, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was not observed to be fracture, reported crack was not identified. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.